Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a malfunction of the oxygen sensor. Patient involvement information was not provided by the customer. Repair will be completed at a non-medtronic location and the product is not in medtronic control.